Event description:
Customer reported issue with cgm error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the customer through the process, after which the error did not reappear, and the customer successfully started their sensor session.